Event description:
It was reported that when a 4.0 mm cannulated screw was inserted into the patient during a procedure, it came unraveled. The surgeon tried to remove the screw and the screw broke off. The unraveled portion of the screw remained inside the patient. Because the fragment the surgeon was trying to attach to another larger fragment was so small, he no longer had room to insert another screw, and therefore had to excise a portion of the patella. He removed the portion and anchored ligaments onto the remaining patella with competitor's anchors. No additional information was provided. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Patient age at time of event reported as (B)(6). Patient weight is marked as unknown but co-morbidities, it appears that patient height was reported as (B)(6) and weight as (B)(6). Reporter is not sure if the screw in question is a synthes product or a third party company which sells product.

Event description:
It was reported that when a 4.0 mm cannulated screw was inserted into the patient's patella , it came unraveled. The surgeon then tried to remove the screw and the portion of the screw without threads broke off. The unraveled portion of the screw was not possible to retrieve stayed inside the patient's patella. A fragment of the patient's patella was excised since union of the fragments was no longer a viable option. He removed part of the patella and anchored ligaments onto the remaining patella with biomed anchors. There was a 30 minute delay in surgery. No additional information was provided.

Manufacturer narrative:
This report is for the 4.0 mm cannulated screw, lot # and manufacturer location unknown. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. (B)(4). Placeholder.